Event description:
The manufacturer received information alleging a ventilator was not able to deliver the set volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The devic's filter was replaced to address the issue.